Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: postop visit date: (B)(6) 2007; ae onset date: (B)(6) 2007; ae description: patient presented to e.d. With "pain in right shoulder blade" medication: yes; other treatment: chest CT-spine xrays labwork additional treatment: medrol dose-pak, flexeril postop visit date: (B)(6) 2007; ae outcome: resolved.

Manufacturer narrative:
(B)(4); (pain); (no known device problem). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.